Event description:
A balloon and spring separated from the catheter body. Reportedly discovered on the following day when a second embolectomy procedure was being done. During the procedure to remove a clot the a 120804f catheter retrieved the balloon and spring from the 120403f.